Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was an issue with the temperature sensor, the temperature dropped too quickly and fluctuated. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files and the 2af283 balloon catheter with lot number 18060 were returned and analyzed. The patient file showed 12 applications were performed using a 2af283 balloon catheter identified with lot number 18060. The patient file did not show any system notices on the reported date of the event. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings were as expected; however, the temperature profile was unexpected (too cold and fluctuating) during ablation at applications number one through number ten. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. All pressure and flow values were in range; however, temperature fluctuations were observed. During inspection of the balloon segment, there was an inner balloon distal bond neck/guidewire lumen bond length tolerance stack up issue. During inspection of the balloon segment, the coil was observed to be at 1.04mm from the tip. The coil must be at 2.5 mm +/- 0.5mm from the tip. In conclusion, the reported issue of "temperature dropped too quickly" was confirmed through analysis and the balloon catheter failed the returned product inspection due to an inner balloon distal bond neck/guidewire lu men bond length tolerance stack up issue. Correction: annex a (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.